Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and swollen skin irritation under the lifevest equipment. The patient also reported indentations on the skin from the garment digging into the skin. The patient has a history of eczema and was prescribed clobetazol proplonate ointment usp 0.05% for it by the dermatologist. There was no alleged device malfunction contributing to the irritation. The patient's physician also prescribed a hydrocortisone for the skin irritation. The patient used both prescriptions on the skin irritation. Follow up indicated that the skin irritation improved.